Manufacturer narrative:
Unit received with unresponsive buttons due to keypad connector unlocked. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer indicated that the keypad is stuck in the prime sequence as the up and down arrows don't work. Customer's blood glucose was 92 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.